Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.